Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report says: "on (B)(6) 2019, when using a ventilator for ventilation support treatment for patients, the ventilator showed an alarm, indicating that the flow sensor was reversed, no peep support. The department staff immediately connected the emergency airbag for auxiliary ventilation. Afterwards, the department staff urgently replaced another ventilator." The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
On (B)(6) 2019, when using a ventilator for ventilation support treatment for patients, the ventilator showed an alarm, indicating that the flow sensor was reversed, no peep support.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report any issue similar to this case, as it has been deemed to be a reportable event. The allegation in this case was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the issue while the ventilator was being used. The root cause was determined to be due to a mixer valve leak defect. In consequence, the he air and o2 mixer valves were replaced. There was no patient or user harm. Note: the original complaint report cer 101886 stated that a raphael device was affected. However, during the investigation remediation, it was determined that the tf5507 failure description and resulting correction relate to the galileo device and not to raphael. The ref (responsibility evaluation form) has been corrected by vigilance.

Event description:
On (B)(6) 2019, when using a ventilator for ventilation support treatment for patients, the ventilator showed an alarm, indicating that the flow sensor was reversed, no peep support.